Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc was informed that the alarm event reported in the initial report had occurred when cavity model selector switch of the device had been pressed. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by defective internal circuit due to the defect of the pressure sensor. There is possibility that the defect of the pressure sensor was caused by the followings. Oxidation corrosion of pressure sensor electrode. Foreign matter adhering to the pressure sensor. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The device of the evaluation confirmed the followings: abnormalities were noted by inspection of the power switch, led light, and smoke evacuation function. Defect of the mainboard was noted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus trading (B)(4) limited and found that an alarm was generated and the light on the front panel was turned off after switching on the power source of the device. There was no report of patient injury associated with this event.